Event description:
It was reported that 6 bd plastipak¿ concentric luer lock syringes had warped barrels around the 30 - 35 ml markings, which restricted the plungers' movement and caused leakage. The following information was provided by the initial reporter: "on some of the 50ml syringes of batch 2104095 there is a defect on the barrel of the syringe at the 30 - 35ml marks. This defect warps the barrel slightly and causes the plunger to no longer be flush with the sides of the barrel, which in turn allows liquid to leak from the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-12 investigation summary : six syringes and photos received for investigation, samples sent by customer are not used and they were provided inside their original unitary packaging. Upon visual inspection of the samples received, no damage can be observed in the syringes. Plunger is correctly assembled, syringes were disassembled and no damage was observed. Upon visual inspection of the pictures sent by customer it can be seen there is damage in the barrel. The damage seen in the pictures is not detected in the samples provided by customer. Further testing was conducted on samples, no sign of leakage occurred. A device history review was performed for the reported lot 2104095 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause for damaged barrel is associated with the manufacturing process. When there is damage in the barrel, the part can be deformed causing a mis adjustment between the stopper, barrel and plunger and leading the leakage. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastipak¿ concentric luer lock syringes had warped barrels around the 30 - 35 ml markings, which restricted the plungers' movement and caused leakage. The following information was provided by the initial reporter: "on some of the 50ml syringes of batch 2104095 there is a defect on the barrel of the syringe at the 30 - 35ml marks. This defect warps the barrel slightly and causes the plunger to no longer be flush with the sides of the barrel, which in turn allows liquid to leak from the syringe."